Event description:
Following a catheterization procedure an angio-seal device was placed. The pt had been receiving reopro and it was reportedly discontinued due to a dissection in the vessel. A hematoma developed in the pt's left groin and her hct fell from 11 to 8.3. The pt received one unit of packed red blood cells. Follow-up with physician on 2/20/1998 found the pt to "be fine". She had an ultrasound on 2/12/1998 and it was reported to be without problems.